Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, there was a battery life issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/09/2016 with the following findings: a review of the pump¿s black box revealed evidence of a short battery life. The pump powered up correctly and the ez-prime steps were performed correctly. All currents draws were within specification. The original complaint was unable to be duplicated. The pump¿s cover was removed and there was no further moisture ingress or intermittent condition found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The correct serial number is: (B)(4).